Event description:
It was reported that pump experienced repeated malfunction alarms with code 0-0x277d, and this was the first time user contacted support about these incidents. There was no reported impact to the customer¿s blood glucose level, and customer¿s blood glucose value at the time of the event was not provided. Customer was instructed to stop using affected pump, a replacement pump within warranty was arranged and shipped, storage mode and return instructions were provided, and customer declined to share information about backup insulin therapy.